Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high, out of range impedance. The impedance was high only on the tip to ring configuration only. The connector block was looked at under flouro and revealed that the rv pace/sense pin was not fully inserted. The pocket was re-opened and the rv pace/sense pin was reseated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2008; 419488 lead implanted: (B)(6) 2008. (B)(4).